Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter. Additional information was received from the reporter indicating, the intended procedure was completed using the same device. The event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the subject device had no abnormalities with its appearance during visual inspection and the reported issue was not confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus sales representative reported, during a diagnostic (endoscopic) procedure, the visera elite ii video system center exhibited error e333 indicating a touch panel failure. The representative indicated it was believed that it was unlikely that the problem will be resolved by turning the power off and on. The representative advised the doctor to decide whether to continue using the device or cancel the operation. Subsequently, it was noted, the power was restored, when the power was restarted. There was no harm or user injury reported due to the event.